Manufacturer narrative:
Based on the provided and attached x-ray images, it was confirmed that the broken synthes implant that is unknown 7.3mm cannulated screw. Hence this complaint is confirmed. Product was not returned and no lot number was provided. In the lieu of the physical implant, implant picture or lot number; no further investigation could be performed for the unreturned unknown 7.3mm cannulated screw. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. This report is for one (1) unknown 7.3mm cannulated screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Reporter is parent. Medwatch report. Patient weight not provided for reporting. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report mw5072739 forwarded from department of human services. Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached. It was reported that a young boy, between the age (B)(6) was implanted with two unknown synthes pins (7.3 mm screws) on (B)(6) 2011 to address slipped capital femoral epiphysis (scfe); one pin was implanted on one each side of his body. The pins were drilled into the patient's femoral head. Approximately two months after the surgery, the patient's symptoms grew worse, the child was reported to still limp and could not walk fast of for long periods of time. An x-ray taken in (B)(6) 2011, revealed that the pin on the left side (left femur) of the patient's body (the affected side) had broken. The child was reported to have developed arthritis around the joint. The orthopedic surgeon assessed that the broken pin needed to be removed. The child was revised on (B)(6) 2012 when the broken pin was difficult to remove and the surgeon had to cut/slice the child's femoral bone to remove the broken implant. This required the one pin being replaced with five non-synthes devices. The previously implanted pin (on the child's left side) was left implanted. The child now needs a wheelchair and/or walker to ambulate. This complaint involves one device. This report is 1 of 1 for (B)(4).